Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 01 MFR report: 1. Section g. Box 3. Report source. Evaluation of the returned ace60 confirmed that the catheter was fractured. Further evaluation revealed stress marks at the fractured location. This indicates that the catheter likely kinked prior to the fracture. If the ace60 is forcefully advanced against resistance or otherwise mishandled during use, damage such as a kink and subsequent fracture may occur. Penumbra catheter are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician finished an angiography inspection. Then, while inserting an ace60 into the rotating hemostasis valve (rhv), the physician noticed that the distal end of the ace60 was fractured. Therefore, the ace60 was removed. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.